Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. All previously reported method, result, and conclusion codes no longer apply to the event. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving lioresal (2000 mcg/ml at 345 mcg/day) via an implantable infusion pump. It was reported that the patient's pump had a unrecovered stall which resulted in withdrawal symptoms including stiff arms. The pump alarmed and was silenced by the hcp. The pump was replaced on (B)(6) 2019. The issue was considered resolved. The patient was doing well after the surgery. The patient's status at the time of the report was alive - no injury. The patient's weight was unknown. No further complications were reported.